Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with the heparin prefill syringes. The customer reports that his mother is a chemo pt and uses heparin flushes. He reports that she had used them for approx 2 weeks when she began to feel nauseous and complained of abdominal pain with decreased platelets. He reports that she was evaluated by her md and they found nothing other than her original diagnosis of cancer.

Manufacturer narrative:
Submit date 4/14/2008. An investigation is currently underway, upon completion, the results will be forwarded. These reports are being filed in accordance to the april 8th FDA guidance.